Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that filterwire rupture occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During preparation, the package was unpacked and it was noted that the bottom of the filterwire was ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.